Event description:
Reporter states the patient tested 7.2 inr on the coaguchek s system and 4.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however no product was returned for evaluation.